Event description:
Info was received that reported a pt had been hospitalized due to hypoglycemia. The reporter stated the pt woke up and did not feel well. The reporter suspected that the symptoms were the flu and so sent the pt to school. The pt continued to deteriorate throughout the day, so called her dad who brought her home. When she began to vomit they tested her blood glucose which was 460. She was brought to the hospital where she was admitted and treated with IV fluids and an insulin drip. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.